Event description:
It was reported that the system was implanted but was unable to convert the induced arrhythmia. The subcutaneous system was unable to convert in reverse polarity, as well as the initial shock polarity at maximum output. The patient was externally rescued multiple times after induction. The doctor elected to explant this subcutaneous system and implant a transvenous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system was implanted but was unable to convert the induced arrhythmia. The subcutaneous system was unable to convert in reverse polarity, as well as the initial shock polarity at maximum output. The patient was externally rescued multiple times after induction. The doctor elected to explant this subcutaneous system and implant a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.